Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, the device was not working. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: UDI: (B)(4). D4 unique identifier (UDI) for pump: UDI: (B)(4).